Manufacturer narrative:
(B)(4). Approximate age of device: 1 day. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad was explanted the same day as implant, (B)(6) 2016. The lvad was fully implanted in the patient¿s infarcted cardiac apex and pumping was initiated. Each time the lvad was started, a suction event would occur resulting in "suck down" of both the left ventricular cavity and the right ventricle, which reportedly would stop working. It was reported that the patient¿s left ventricular cavity was extremely small. Physician collaboration ensued, and unspecified measures were taken which resulted in an improvement in the function of the patient¿s heart; the base of the heart then contracted well resulting in an ejection fraction of approximately 40% with the lvad off. It reportedly became impossible to keep the lvad implanted and the physicians determined that the lvad should be explanted. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported event could not be determined. The pump was returned assembled with the driveline intact. The sealed outflow graft bend relief was not returned. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.